Manufacturer narrative:
Device review: the user facility did not request a field service evaluation of the device. No parts were returned for failure analysis. During follow up with the user facility, the customer indicated that the machine passed post adverse event testing and has been returned to service. A device history record review was performed and the device was found to have been manufactured per specifications. The system level review of the t machine and concomitant products found no indication that the products caused or contributed in any way to the patient event.

Manufacturer narrative:
Medical record review: medical records were received and reviewed by post market surveillance clinical staff. It was noted that patient had a prior hospitalization on (B)(6) 2015 for abdominal pain, a 50 pound weight gain and was admitted for constipation and uremia. Discharge diagnoses, progress notes and diagnostic tests are not available for the (B)(6) 2015 hospital admission. Medical records reveal patient received hemodialysis on (B)(6) 2015 with adverse events. Medical records do not include hospital lab/diagnostic results, progress notes, physician orders, diagnoses or treatment records for review. There is no documentation in the medical record that indicates a causal relationship between the patient's hemodialysis treatment and the patient's unresponsive episode. A supplemental report will be filed upon receipt of device investigation.

Event description:
Findings from medical records: patient presented at hemodialysis treatment on (B)(6) 2015 and arrived in stable condition. Patient informed nursing staff that he had a groin pain on urination and coughing. Patient's pre-dialysis vital signs were as follows: bp 136/86, pulse 93, respirations 18 and temperature 97.4. Patient's dialysis was accessed through his right jugular tunneled catheter and began at 16:20. At 17:28, the patient's vitals were as follows: blood pressure palpated at 40, pulse 20, respirations 5, temperature 93.6. Hemodialysis orders: optiflux 200nzre, olc-v: 45.33. Manual 800ml/min. Dialysate composition: 3.0k, 2.25 ca, 1.0 mg, 100 dextrose. Sodium 137. Bicarb machine setting 35: blood flow rate 350, scheduled hours 4:0. Blood volume processed: 84. Estimated dry weight (B)(6). Vitamin d oral.

Manufacturer narrative:
Medical records reveal patient received hemodialysis on (B)(6) 2015 without adverse events. Medical records do not include hospital lab/diagnostic results, progress notes, physician orders, diagnoses or treatment records for review. There is no documentation in the medical record that indicates a causal relationship between the patient's hemodialysis treatment and the patient's unresponsive episode.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation. Partial medical records have been received and are being reviewed by post market surveillance clinical staff. Additional medical records have been requested.

Event description:
The user facility reported that patient presented to dialysis with complaints of abdominal/bladder pain. A call was placed to his nephrologist by the nursing staff and permission to start treatment was obtained. Approximately one hour and seven minutes into the patient's hemodialysis treatment, the patient was found unresponsive without a pulse and cyanotic lips at 17:30. The patient was making a "gurgling" sound. CPR was initiated at 17:30 and oxygen was provided at 10 l/minute. AED shock was applied at 17:32 and 17:36. Dialysis treatment was discontinued at 17:30, extracorporeal circuit was returned. Total IV fluids delivered 1400ml normal saline solution. Ems was notified and assumed care at 17:40. Patient was transferred from facility at 17:45. The clinic manager reported that patient was new to dialysis and was not ordered to have any fluid removed. They were "running him even." Patient's blood pressure at 17:26 was 124/68. The patient was admitted to the hospital on (B)(6) 2015 and is still admitted. The patient was reportedly doing better on a regular med surgical floor and has not been discharged yet. There was no device malfunction alleged. Functional testing of the device was performed post event and the device passed all tests.